Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a hole in the tube. The hole was oval, approximately 1 cm in diameter, and located at the entrance of the male luer. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set with duo-vent spike leaked during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.